Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to component migration, endoleak, and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The final angiography showed a possible proximal type I endoleak, which was left to be monitored. The preoperative aneurysm diameter measured 54mm. The proximal neck diameter measured 21mm. On (B)(6) 2011, follow-up images showed the migration of the trunk-ipsilateral leg component distally (the distance unknown) with a proximal type I endoleak. The aneurysm diameter measured 74mm. The proximal neck diameter measured 26mm. On (B)(6) 2016, two aortic extender components were implanted to repair the migration and the proximal type I endoleak. A metallic stent was also implanted in the left renal artery to maintain the blood flow into the artery. The procedure was concluded with the resolution of the endoleak.

Manufacturer narrative:
Follow-up date incorrect (B)(6) 2011 >> correct (B)(6) 2016.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The final angiography showed a possible proximal type I endoleak, which was left to be monitored. The preoperative aneurysm diameter measured 54mm. The proximal neck diameter measured 21mm. On (B)(6) 2016, follow-up images showed the migration of the trunk-ipsilateral leg component distally (the distance unknown) with a proximal type I endoleak. The aneurysm diameter measured 74mm. The proximal neck diameter measured 26mm. On (B)(6) 2016, two aortic extender components were implanted to repair the migration and the proximal type I endoleak. A metallic stent was also implanted in the left renal artery to maintain the blood flow into the artery. The procedure was concluded with the resolution of the endoleak.